Manufacturer narrative:
This is 1 of 1 initial report for this complaint associated with MFR #2954740-2016-00320. (B)(4). (B)(6). The root cause of the reported product issue cannot be determined. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown.

Event description:
It was reported by a healthcare professional that a revive se ((B)(4)) was used during a cas of a stenosis in the internal carotid artery procedure, on an unknown date, where difficulty was experienced in retracting the device post stent deployment. A guiding catheter (no info) was delivered to the common carotid artery to perform cas. Then a microcatheter (no info) was advanced to the lesion and the revive se (complaint product) was deployed. When the revive se was retracted back into the guiding catheter, it caught a stent that had been previously implanted in the carotid artery and could not be retracted. Therefore, the guiding catheter that was in the common carotid artery led to the internal carotid artery and successfully retracted the revive se into the guiding catheter. Reportedly, the patient¿s information was unknown. The patient¿s vessel level of tortuousness and calcification were also unknown. No report of the other devices used during this procedure is available. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product is not available for the investigation. No further information is available.